Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to causing tricuspid valve issues. This lead has not been received for analysis. No additional adverse patient effects were reported. Additional information was received which indicated that the patient experienced tricuspid regurgitation, however this was not due to a lead malfunction. The rv lead was explanted and replaced with a left ventricular (lv) lead to avoid the tricuspid valve. This lead was retained by the facility. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to causing tricuspid valve issues. This lead has not been received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding product disposition. If information is provided in the future, a supplemental report will be issued.